Event description:
The operator of a vitros 250 chemistry system observed imprecise quality control results with vitros amon slides. The laboratory did not report any vitros amon pt results and there was no allegation of harm.

Manufacturer narrative:
An ocd field engineer performed maintenance and repairs on the instrument, and has returned the instrument to expected operation. The investigation into this event concludes that the root cause was instrument related.